Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Should additional information be received a supplemental MDR will be filed. Instructions for use: impella rp system with automated impella controller & impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ b5 updated with additional information received h6 health effect - clinical code and health effect - impact code updated to reflect new information the following have been reported incorrectly or missing from manufacturer device report. F6/f8-should have been left blank. G1 reporting contact email revised in accordance with updated procedures.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening of congestive heart failure and experienced ventricular tachycardia those both possibly related the imeplla device.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening of renal function with a "possible" relationship to the impella device used: ¿acute renal failure superimposed on ckd. Patient now had end-renal disease. Permcath replaced on (B)(6) 2023 due to malfunction. Baseline creatinine: 3.74-3.88 on (B)(6) 2023 peak creatinine: 4.72 on (B)(6) 2023.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The investigation for the reported renal failure has been completed. No product was returned for investigation. The data logs show that there are no motor current spikes or positioning alarms. There is a trend in the placement signal and the flow. The root cause of the renal failure is most likely due to the patients condition. D4-updated model number g1- updated MFR site name and address.